Manufacturer narrative:
Findings: the pump functions properly during testing long, medium and short beep. No audio/beep anomaly noted, however no vibration noted during testing due to broken black wire on vibrator motor. Unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 185 mg/dl. Customer was assisted in performing self-test. Customer stated the pump did beep during the tone test. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was 185 mg/dl. The customer was assisted with vibrate mode to on. Customer was assisted in performing a self-test. Customer stated the pump did not vibrate during vibrate test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.